Manufacturer narrative:
MDR submitted based in alleged injury.

Event description:
Info received that the sling came off the sling bar during the transfer of a pt. The pt fell to the floor and suffered a hematoma.